Event description:
Patient was positioned on the or table (lithotripsy fluoroscopy table). Case was started. During the case we tried to move the fluoro eye to use fluoro but the table froze up. Console read: movement locked. Usually we can turn the fluoro machine off and this resets everything. This time, this strategy did not work. Clinical engineering informed the manufacturer. The representative attempted to guide the staff to make the machine operational. These efforts failed. The case was aborted.